Event description:
Caller alleged discrepant result with inratio 2 versus lab. Inratio: 1.0, lab: 4.9. Caller stated that other meters are not having a problem. Also claims problem is not with every patient.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 1.0, lab: 4.9, mean: 2.95, confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met, and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy, and/or precision testing as part of the complaint investigation if meter is returned.